Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of certificate of conformance, concomitant product evaluation, trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/16/2016 to 07/14/2016 and trending was not exceeded. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed to confirm the event. The concomitant sterrad® 100s was tested by a field service engineer (fse). A broken injector valve was observed and replaced to address injection subsystem issue. The system met specifications upon completeion of fse site visit. It is uncertain whether the unit contributed to chemical indicator issue as cycle passed. A definitive assignable cause for the chemical indicator issue could not be ascertained in this case. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical the correct catalog number is 14202. The correct lot number is 27815.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The customer stated the tape had blotches of red and some of the edges of the indicator (tape) was red. The affected load was not released. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly. Stated the tape had blotches of red and some of the edges of the indicator was red as well.